Event description:
Ous MDR - the impedances and thresholds become high, but the intraoperative lead measurement was fine. The device was replaced with another pacemaker successfully.

Manufacturer narrative:
Ous MDR.